Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open partial gastrectomy, two firings went successful. After loading the handle with a new reload to complete the third firing, the surgeon was able to pressed the green and could squeezed the handle. However, the stapler did not fire. A second and third handle were opened but same issue occurred. Another handle with the same reload that was used on the previous three handles was used to complete the case. Surgical time was extended more than 30 minutes. There was no patient injury.